Manufacturer narrative:
Additional information received indicated percutaneous coronary intervention (pci) was performed following the mi. Following the pci procedure, the patient was returned to the ICU. While in ICU, the patient developed a cardiac arrest and percutaneous cardiopulmonary support (pcps) was started. The cause of the cardiac arrest is undetermined. It was reported that the patient developed the cardiac arrest without any prior warning. At the time of this report, the patient could not be weaned off from pcps.

Manufacturer narrative:
Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the myocardial effusion one day post implant of the valve cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (valvular calcification, severe vessel calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, during the rapid ventricular pacing (rvp) performed during the deployment of a 23mm sapien 3 valve, ventricular fibrillation was confirmed. Following valve implant, rvp was stopped and the patient was defibrillated. The patient then went into cardiac arrest. Temporary pacing was initiated and the patient stabilized. Following this event, a pericardial effusion was noted near the right ventricle and related to the pacing wire. The effusion was observed 'for a while,' but did not increase. No treatment was performed. The procedure was completed and the patient was transferred with the pacing lead in place. The patient's heart rhythm returned to normal sinus rhythm (nsr). On postoperative day (pod) 1, the patient developed a myocardial infarction (mi). An intra-aortic balloon pump (iabp) was placed. The patient will continue to be monitored. The native annular diameter measured 19.1mm by tte. Mild valvular calcification and no aortic root calcification was reported. Severe vessel calcification was also reported. It was perceived that the pacing lead damaged the cardiac tissue during the defibrillation, resulting in the pericardial effusion. The physician reviewed the case imagery during the procedure and noted that a 'mobile tissue' was observed after the valve deployment. It was perceived that the 'mobile tissue' was likely calcification the came off from the native valve, causing the mi.